Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the ins did not work at all for them (since implant). They stated it did not affect their bladder but caused constipation which they had not previously had. They stated it was removed 2 or 3 months after implant. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient stated their bladder stimulator didn't work so they had it removed the same year it was put in. No patient symptoms were reported. No further complications were reported or anticipated.